Event description:
A customer reported that the device failed to deliver a shock. A customer reported that the device failed to deliver a shock. Patient involvement is unknown. Philips requested but did not receive additional information related to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to deliver a shock. Patient involvement is unknown; additional details have been requested.